Manufacturer narrative:
This report filed (B)(6) 2016.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to poor performance with device use. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report (B)(6) 2016.